Manufacturer narrative:
(B)(4). Evaluation summary: visual inspections were performed on the returned device. The tip detachment was confirmed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot revealed no other incidents. The investigation determined that the cause for the reported tip detachment was due to operational context. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that a supera stent was successfully deployed; however, the tip separated after deployment and had to be retrieved. It is unknown how the tip was removed from the anatomy. There was no clinically significant delay in the procedure. No additional information was provided.